Event description:
It was reported that during an unrelated procedure, the right atrial lead exhibited insulation break. A sleeve was used to repair the insulation and the lead remained implanted. The patient was in stable condition post operation.